Event description:
Philips received a complaint by the customer on the v60 indicating that the universal stand top assembly was broken. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the universal stand top assembly was broken. The remote service engineer (rse) provided the customer with the part number for the universal stand top assembly and advised the customer the part may be on backorder or unavailable due to it being an older part. The investigation is ongoing.

Manufacturer narrative:
It was reported that the universal stand top assembly was broken. The remote service engineer (rse) provided the customer with the part number for the universal stand top assembly and advised the customer the part may be on backorder or unavailable due to it being an older part. Multiple attempts have been made to try to obtain further information about this case, but no response received from the customer.